Event description:
The patient underwent implantation of a neurostimulation system for non-malignant pain in 1992. The hcp states the pt had diabetes mellitus and onset of infection in 2001 with drainage from the axillary line along where the subcutaneous tunnel was made for lead placement. A culture was obtained on date unk with results unk. The pt was treated with IV antibiotics and explantation of the device. The infection resolved.